Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125000."

Event description:
It was reported that the patient never received effective therapy. As a result, surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.